Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ injector luer n35c the needle became exposed. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about the exposed needle of injector according to the customer's verbatim report, during the switch of infusion bags, the injector component was broken and the needle was exposed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 14-jul-2022. H.6. Investigation summary: one sample was provided to our quality team for investigation. Upon visual inspection, the injector was noted to be damaged, the rotation stops are broken, and the injector needle was exposed. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot number involved in this incident is unknown, a device history review cannot be performed. It is important to grip the white injector components when engaging/ disengaging; do not grip the blue safety sleeve. If the safety sleeve grips become dislocated, the injector is activated causing needle exposure. To prevent damage to the handles of the safety sleeve, the injector must be removed by pulling it backwards and must not be forcefully engaged. The instructions for use must be carefully followed when using phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. It appears that this incident was due to excessive force during connection/disconnection of the device.

Event description:
It was reported while using bd phaseal¿ injector luer n35c the needle became exposed. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about the exposed needle of injector according to the customer's verbatim report, during the switch of infusion bags, the injector component was broken and the needle was exposed.